Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-oct-2018 with the following findings: during investigation, there was a call service 078-0008 alarms observed in black box. Rewind, load and prime steps performed successfully. No alarms occurred during testing. Pump opened and moisture damage found on motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.